Event description:
The manufacturer received information alleging a ventilator alarmed and would not power on. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's system board was replaced to address the issues.